Event description:
It was reported that a physician's handheld computer would not progress past the screen alignment page. A hard reset was performed, and the computer would still not complete the alignment and was continually showing the crosshairs (being stuck in a loop). A replacement computer was provided to the physician, and the computer and related flashcard was received by the manufacturer on (B)(4) 2012. The flashcard was returned inserted backwards in the computer. Product analysis has not completed to date.

Event description:
Product analysis was completed on the handheld computer and related software/flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. In addition, no anomalies associated with the handheld operating system were identified during the analysis. It was identified that the lock button was in the locked position, and the flashcard was inserted backwards. These anomalies could not have contributed to the event (reported successful hard reset and crosshairs on alignment utility responded to screen taps). Once the lock button was moved to the unlocked position and the flashcard was inserted correctly, the handheld performed according to functional specifications.

Manufacturer narrative:
Type of device name, corrected data: the initial report inadvertently reported the name incorrectly. The malfunction was on the handheld computer. Type of report, corrected data: the initial report inadvertently excluded the checkbox indicating that this is a '30-day' report. Manufacturer date, corrected data: the initial report inadvertently reported the incorrect date. It was initially reported for the software.

Manufacturer narrative:
.